Event description:
The packaging on this product does not indicate that it is for single use only. The MFR's website does indicate that it is for single use only. The product packaging contained instructions for sterilizing. The product was sterilized according to the institution's procedures and reused on two add'l pts. The product packaging indicates that the product contains dry natural rubber instead of the more common term" this product contains latex." The product was found to have product labeling that was confusing and inaccurate. Dates of use: (B)(6) 2011 - (B)(6) 2011. Reason for use: bariatric procedure.